Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer delivered a correction bolus using the insulin pump. Customer will monitor his blood glucose and call back if issue persist. Customer declined to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.